Event description:
On (B)(6) 2012, a percutaneous right renal cryoablation was successfully performed in which the following needles were used: 1-14g angiocath through which one 17g cryoablation needle was passed, 2 additional 17g cryoablation needles. On (B)(6) the day after the successful procedure, the patient was discharged with creatinine 1.5. He returned to the follow-up clinic the next day on february 1 and lab work showed a creatinine of 4.9. An additional creatinine later that day showed creatinine of 6.0. CT scan indicated acute tubular necrosis with attainment of contrast as well as mild hydronephrosis. He was also anuric. The patient was admitted to the hospital for close monitoring. The next day, (B)(6) 2012, the patient underwent cystoscopy, right retrograde ureteropyelogram with interpretation, and right double-j stent placement. The patient was discharged in stable condition on (B)(6) 2012.

Manufacturer narrative:
The device was not returned for investigation and no malfunctions or issues with the device were reported. This adverse event was collected as part of a registry study. Elevated creatinine and renal obstruction are known potential adverse events from cryoablation procedures and are documented as such in the product IFU and user manual. The patient had a stent placed and was discharged in stable condition five days later.